Manufacturer narrative:
(B)(4). The following three devices were returned to the customer quality unit (cqu) for evaluation. Two expedium si quick-connect polyaxial screwdrivers [product code: 2797-12-400] & one expedium modular t20 screwdriver shaft [product code: 2797-02-050]. The fracture analysis report noted that the fractured surfaces in all of the three drivers exhibited torsional shear markings following circular patterns around the centers. The plastic deformations at the hexlobes indicate torsional overload. This suggests that the three drivers underwent quasi-static shear failures starting at the driver hexlobes and extended to the centers of the shafts, the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was then performed on the two expedium si quick-connect polyaxial screwdrivers & the expedium modular t20 screwdriver shaft. Results show that these devices are within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the two si quick-connect polyaxial screwdrivers & the modular t20 screwdriver shaft tips becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the three drivers underwent quasi-static shear failures starting at the driver hexlobes and extended to the centers of the shafts, the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Via complaint phone line: yesterday ((B)(6) 2017) during planned revision for removal of previous screws, six products were broken. Two t20 and 1 naked drivers broke off in screw heads. The screw and the driver tips were removed with no fragments remaining. Broken drivers available for return but tips were discarded. Two screw removers and threaded screw extractor also broken. Multiple instrument breakages resulted in 1.5 hour delay. Per complaint form received 2/20/17: lumbar revision surgery yielding hard cortical bone once integra malibu screws were removed. Tapped existing holes with 7.0 expedium tap while inserting 7.0 viper cortical fix screws. The tip of the expedium driver broke off of the screwdriver and was stuck in the bone screw interface. We had to rip the tulip head off the screw and use a broken screw removal tool to remove the screw. This happened twice.